Event description:
New information states that the patient had twiddler¿s syndrome. The device was relocated on (B)(6) 2019 during the lead extraction procedure. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. No further information was reported.

Event description:
New information states that the patient was stable. The patient was transferred to a different hospital. Lead explant was discussed.